Event description:
It was reported that bd ultra fine¿ pen needles cannula was broken and the non patient end would not attach. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9186452. It was reported that some pen needles are bent and broken on the non patient end and some will not attach to the insulin pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles cannula was broken and the non patient end would not attach. This was discovered during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9186452. It was reported that some pen needles are bent and broken on the non patient end and some will not attach to the insulin pen.